Event description:
A user facility biomedical technician (biomed) reported to fresenius that a 132 gallon dry acid mixer was not filling. A fresenius field service technician (fst) was dispatched to the user facility to evaluate the system. The fst was informed of a burning smell coming from the control panel of the mixer. During their evaluation of the mixer, the fst identified thermal damage. They noticed that a pin from the fill valve had melted to the fill valve wiring harness (or cable). The fst did not have the parts on hand that were needed to repair the mixer. As a result, a different fst who had the necessary parts was dispatched to the facility. This next fst also identified melting damage on the pin, in addition to charring. According to the fst, the wiring harness (or cable) was seated in a plastic housing. The damage was noticed when the wiring harness was unscrewed from the plastic housing. The fst said that the wiring harness connects from the fill valve to the control panel. To resolve the reported issue, the fst replaced the fill valve and the wiring harness. Afterwards, the mixer was put through extensive testing. The fst put the mixer through a complete rinse, filled it, emptied it, and then drained it. The fst then watched as the staff was able to successfully make a batch with the mixer. The conductivity of the completed batch was within specification and the mixer was deemed fully operational. Follow-up with the biomed confirmed that the parts were still available to be returned for physical evaluation. The biomed also promised to provide a photo of the thermal damage, which to date has not yet been provided. The biomed believes that fluid leaked/dripped onto the fill valve and then seeped into the housing where the fill valve wiring harness connects. No other damaged components were found, and there were no signs of any smoke, sparks, or flames. There was no patient involvement associated with the reported event. It was later revealed that a photo was provided for review by the fst who repaired the mixer.

Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. However, an on-site evaluation was performed by a fresenius field service technician (fst) and thermal damage was identified. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the fst's evaluation and provided photo evidence, the reported event was able to be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that a 132 gallon dry acid mixer was not filling. A fresenius field service technician (fst) was dispatched to the user facility to evaluate the system. The fst was informed of a burning smell coming from the control panel of the mixer. During their evaluation of the mixer, the fst identified thermal damage. They noticed that a pin from the fill valve had melted to the fill valve wiring harness (or cable). The fst did not have the parts on hand that were needed to repair the mixer. As a result, a different fst who had the necessary parts was dispatched to the facility. This next fst also identified melting damage on the pin, in addition to charring. According to the fst, the wiring harness (or cable) was seated in a plastic housing. The damage was noticed when the wiring harness was unscrewed from the plastic housing. The fst said that the wiring harness connects from the fill valve to the control panel. To resolve the reported issue, the fst replaced the fill valve and the wiring harness. Afterwards, the mixer was put through extensive testing. The fst put the mixer through a complete rinse, filled it, emptied it, and then drained it. The fst then watched as the staff was able to successfully make a batch with the mixer. The conductivity of the completed batch was within specification and the mixer was deemed fully operational. Follow-up with the biomed confirmed that the parts were still available to be returned for physical evaluation. The biomed also promised to provide a photo of the thermal damage, which to date has not yet been provided. The biomed believes that fluid leaked/dripped onto the fill valve and then seeped into the housing where the fill valve wiring harness connects. No other damaged components were found, and there were no signs of any smoke, sparks, or flames. There was no patient involvement associated with the reported event.